Event description:
In 2004 pt presented with multiple harnias and adhesions. Proceed mesh was used for the hernia repair. Following discharge the pt developed an abscess/seroma and was treated for infection. After multiple cat scans it was determined that the pt may have a fistula and underwent an additional surgery. Surgeon observed a fistula in the right upper quadrant. The mesh was removed and the fistula repaired with bowel resection. Surgeon opines that the fistula was not directly related to the mesh but due to the possible weakness in the bowel from previous surgeries.